Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and decreased r-wave measurement were observed via merlin.net transmission. Low pacing lead impedance was noted in clinic. The lead was explanted and replaced successfully without adverse event and the patient is in stable condition.